Manufacturer narrative:
The device was returned for analysis, however the suture was not returned. The suture material separation was not confirmed because the suture was not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous transluminal coronary angioplasty procedure with a 6f sheath. Reportedly a suture break occurred during knot advancement. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.